Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the resident had been lifted from a bed to a chair. When the resident was lifted and removed from the bed, the two sling leg clips detached the caregivers stated that the two leg clips of the sling were not attached at all. As a result of the event, the resident sustained bruising to the neck, left shoulder and left leg.

Manufacturer narrative:
When the resident was being transferred from a bed to a wheelchair, the resident was raised and removed from over bed when she fell. The resident sustained bruising to neck area, left shoulder, lower left leg and was treated at hospital and was released the same day. The lift and the sling were inspected by arjo representative. The lift inspection revealed some paint scraped off on the base. The lift functional inspection did not revealed any malfunction. The sling inspection revealed that the sling did not have the stiffeners (head supports) inside the sling pocket. During the interview, the customer stated that the two leg clips of the sling were not attached to the device at the start of the transfer. However, this scenario appears unlikely as all four clips are attached to the lift spreader bar to support the patient during the transfer. If the two clips are not attached, the sling will not support the patient and the transfer will not be possible. Moreover, it is impossible that the clip would detached in the middle of a transfer. The clip sling is attached to the spreader bar¿s attachment lugs of the maxi move floor lift. The lugs have a ¿mushroom shape¿ at the end, that not only ensures that the clip cannot slide off, but it also ensures that the clip is fully on and cannot be partially inserted (it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. It means that only a force in the opposite direction greater than the one applied by the gravity of the person's weight, would be required to pull out a clip under tension. The instruction guide for the maxi move (001.25060.en) contains information and a graphic explanation of how to attach the sling to the lift. The instruction guide also contains warnings: "caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." Based on the information provided by the customer, the caregivers did not connect the sling. No device malfunction was found which might lead to the patient fall. The root cause of the reported event might be related to not following the instruction by the caregiver. To sum up, the arjo sling was used during the resident transfer. The resident slip out of the device and in this regard, the lift and the sling which work as a system did not meet its performance specification. The complaint was decided to be reportable due to resident 's slipping out of the sling.